Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to deliver a bolus, and received a message that the requested bolus amount was larger than the customer's maximum bolus amount. Review of the pump settings verified that the customer had programmed the maximum bolus settings incorrectly. Tandem technical support assisted the customer in successfully adjusting the settings according to the instructions provided by health care provider. There was no reported impact to the customer's blood glucose level.